Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had pyxis not populating patient meds for nurse to remove issue. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis not populating patient meds for nurse to remove issue. The technical support specialist found meds did cross while on phone with customer and focus shifting to etl (extract, transform, load) process delay and found that sometimes etl is taking upwards of 3 hours to completed and restarted job scheduler and ran etl to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.